Event description:
It was reported that the patient had a advance sling placed two years ago. The device worked great until the patient lost a lot of weight and became incontinent again. There were no adverse events with the sling. A new artificial urinary sphincter (aus) system consisting of a 4 cm cuff, a control pump and a 61-70 cm balloon was implanted. No more information is available at the moment. Further relevant information will be provided if it becomes available.